Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that according to dr. (B)(6) this patient came into the ER at the (B)(6) campus with a dislocated hip. The surgeon told me that dr. (B)(6) had revised this patients hip on (B)(6) 2009 at the (B)(6) campus for instability. The x-rays dr. (B)(6) shared with me revealed that it was a duraloc acetabular cup with what appeared to be a aml stem. Dr. (B)(6) explanted the duraloc constrained liner and a ts ceramic 28mm hip ball. A new acetabular cup, liner, and hip ball was implanted. The stem was left in situ. Doi: (B)(6) 2009, dor: (B)(6) 2021, affected side: left hip.